Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapies. Review of egms noted post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate atp and high voltage therapy. After programming changes, dft tests failed due to poor sensing. The lead was capped and replaced. The patient condition was good after the procedure.